Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a definitive root cause could not be determined. The issue was resolved through troubleshooting assistance provided by olympus technical support by phone. Upon replacing the light bulb, the reported problem was resolved.

Event description:
Olympus was informed that a otv-s400 device generated an e108 error during a procedure. There was no patient injury or harm reported to olympus associated with the reported problem. The intended type of procedure is unknown. The procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the most probably cause for the reported event is the following: e108 occurs because of the lighting failure of the main lamp of the light source. A lamp failure of the light source is a probable cause.